Event description:
It was reported that this patient with this pacemaker is experiencing syncope and is falling. The patient was told he could not get a magnetic resonance imaging (MRI) and was told he may need a device change out. Technical services referred the patient to his following physician. The patient is scheduled for a follow-up. Additional information was requested from the field representative however, no new information was obtained. At this time, the device remains in service. No additional adverse patient effects were reported.